Manufacturer narrative:
The customer¿s reported problem was not confirmed. The customer did not return the device for evaluation. The device was not returned to cad or the service depot for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined.

Event description:
It was reported that air-in-line sensor assembly of the device was replaced. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that air-in-line sensor assembly of the device was replaced. No additional information was provided. There was no patient involvement.